Event description:
It was reported that during a pulsed field ablation procedure, for pulmonary vein isolation (pvi), the array was positioned at the entrance of the right inferior pulmonary vein (ripv), and the catheter was rotated and inserted into the pulmonary vein (pv) to advance it deeper. During this process, when the array was retracted towards the left atrium, it was observed that the shape of the array was deformed. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: image files and the pscc100 loop catheter with lot number 0012806952 was returned and analyzed. Three images from the field showed a used pulse field ablation catheter with an inverted array. Suring physical inspection of the loop catheter, no anomalies were identified during external visual inspection of the shaft and handle segments. On the spiral array segment, inverted array was observed. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test did not reveal any anomalies. In conclusion, the catheter failed the returned product inspection due to an inverted array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.